Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. Inductive telemetry was used instead and the procedure was ended with the ICD implanted on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of a loss of bluetooth telemetry and an error message was confirmed. The programmer logs and session records were reviewed and it was observed that there was a noisy environment and a bluetooth hardware anomaly which may cause intermittent bluetooth. The implanted device was performing per design. No anomalies were found.